Event description:
The customer reported via phone call that the insulin pump alarmed no delivery during a manual prime. Customer's blood glucose was 95 mg/dl at the time of incident. The customer stated they were able to resolve the alarm with a reservoir change. The customer stated they were unable to troubleshoot at the time of the call. Customer agreed to return the reservoir for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.